Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse noticed a pin hole on arterial extension and a small amount of blood was leaking when connecting to patient. Chlorhexidine was the cleaning agent used on the device. Insertion was treated with prior to product placement. The catheter was not repaired. There was no tego utilized and no luer adapter issue. There was no patient injury.